Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The customer was performing a coronary planned treatment/non-emergency treatment. The procedure got delayed, and it was completed as the customer waited until the fse replaced the disk bay of the x-ray pc. The philips field service engineer (fse) inspected the system onsite and confirmed the image problem. Review of the log file showed issues with the hard drive on the imaging pc. The hard drive was no longer visible, it is no longer possible to save images on it. Only scoping was possible without being able to record the images. Upon troubleshooting, fse found that the system could not do exposure because there was no place on the hard drive. Fse checked the m cabinet. He had observed that one hard drive of the x-ray pc was not powered on due to a problem with the disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has implemented a medical device correction z-1152-2024. To resolve the issue, fse replaced the backplane and implemented the medical device correction. After that the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an image disk error and would not record images. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.